Manufacturer narrative:
(Intervention required) (B) (4): evaluation results: (endoleak). (Moderate tortuosity, moderate calcification vessels, and moderately angulated aortic neck).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, moderate calcification, and moderately angulated aortic neck. Aortic neck diameter at the renal arteries was reported as 25 mm, 9 mm below the renal artery was 34 mm, reverse funnel and 9 mm in length. The stent graft was implanted; however, due to the patient's anatomy after deployment the stent graft moved down and there was inaccurate delivery with a type I endoleak.(ref: MDR# 2953200-2010-00229) the physician elected to place a three talent cuffs, however, the final angiogram revealed a proximal type I endoleak. The physician placed a palmaz stent and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.